Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the 4 way valve was not shifting. Additional malfunctions include the valve operator was not cycling, the sieve beds were saturated, the zip ties were leaking, the clamps were leaking, and the pm kit was dirty.